Manufacturer narrative:
Concomitant medical products: femur cemented cruciate retaining (cr) standard right size 9 catalog # 42502606602 lot # 63678017, all-poly patella cemented 38 mm diameter catalog # 442540200038 lot # 63577982, palacos r 1x40 single catalog # 00111214001 lot # 86714601.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned articular surface shows that the dovetail feature is slightly flared all around. There are a few scratches on the inferior posterior side of the device. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that implant would not seat and lock into place.